Event description:
Based on the report, during removal of PICC by home health care rn, they felt a snap when pulling catheter. Catheter broke approx 15 cm from hub. Doctor performed femoral venous access for snaring of catheter. Patient is fine.